Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient exhibited first-degree av block. Temporary pacing support was continued at that time. Four days post-implant the patient¿s electrocardiogram showed left bundle branch block and a wide qrs interval. The patient was asymptomatic, no treatment was given and the condition remained ongoing. Five weeks post-implant, the patient experienced episodes of dizziness and heart palpitations and self-reported heart rates in the range of 30-40 beats per minute (bpm). One week later, the patient exhibited dizziness, pre-syncope, significant dyspnea on exertion, and bradycardia with a heart rate in the range of 30-40 bpm as a result of high grade atrio-ventricular block. A permanent pacemaker was implanted and the patient¿s medications were adjusted. No subsequent adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.